Manufacturer narrative:
Visual inspection of the console found evidence of fluid intrusion. The fluid had damaged solenoid driver pca. Once the driver was replaced, the unit functioned per specification.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital equipment manager reported an issue that the perfusionist encountered while using the mps2 console. The report stated that the console had a problem with the outer door closing and remaining closed. It stated that during troubleshooting attempts the error message "ante valve failed" appeared. Attempts at manually operating the valves and changing the disposable set did not resolve the reported issue. The reported issue was discovered during priming. The hospital obtained another console from a different hospital in order to complete the procedure. The console was returned to the manufacturer for evaluation. There were no patient complications reported as a result of the alleged issue.